Event description:
This patient was presented to the interventional lab for an angioplasty procedure of the right anterior tibial artery. The vessel was described as moderately calcified, mildly tortuous and had a stenosis of 100%. There is no information as to where the physician made access to the patient. A sheath was inserted (size and brand unk) and he was able to get a guidewire across the lesion without difficulty and pass the balloons to the lesion without difficulty. The information states that the first balloon that was inserted ruptured at 2 atmospheres (atms) with the use fo an indeflator (boston). A second balloon of the same size but different lot number was placed at the lesion and upon inflation ruptured at 4 atms. A third balloon (bijo, size unk) was advanced but could not cross the target lesion. At this point, the procedure was unsuccessfully completed. There was no information if another intervention is planned to treat this patient. There was no adverse consequence to the patient. The patient is currently in stable condition.